Event description:
Alleges she was backing up on a sidewalk and the back wheel went off the sidewalk into the grass allegedly causing the scooter to lean to one side and tip over.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Manufacturer narrative:
Per tech: the alleged incident was caused by user error. The unit is working properly.

Event description:
Alleges she was backing up on a sidewalk and the back wheel went off the sidewalk into the grass allegedly causing the scooter to lean to one side and tip over.